Manufacturer narrative:
Olympus performed an additional test on the scope. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, the distal end on the evis exera ii gastrointestinal videoscope tested positive for four (4) colony forming units (cfus) of coagulase-negative staphylococci, staphylococcus warneri, and rothia terrae. Another cultured scope tested negative. The issue was found at reprocessing after the scopes were reprocessed in the newly installed etd4. All further repeat culture tests with the washer-disinfector etd4 basic ga, the affected endoscopes and additional endoscopes were negative. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. B5: updated with information from the customer. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel, the auxiliary water channel, balloon channel and forceps elevator wire channel are also flushed. Dr. Weigert neodisher detergent is used for pre-cleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, balloon channel and distal end areas around the elevator with dr. Weigert neodisher detergent. The brushes used are keysurgical insitumed and olympus flush hose system. Manual disinfection is not carried out. The scopes are then cleaned in a etd 4 basis ga automated endoscope reprocessor used with dr. Weigert neodisher detergent. Their storage practice is a simple cabinet without a drying function and is vertical suspended. Olympus is the maintenance company and the repair was completed. The endoscope was not sterilized.

Event description:
Customer confirmed no patient infection from this event.